Event description:
The customer reported that the hydraulics have failed on the stretcher. When the lever was pulled, this would only raise the head end but not the foot end of the stretcher. No pt involvement or adverse consequences were reported.